Event description:
The lay user / patient contacted lifescan (lfs) on december 15, 2006 alleging that his one touch ultra meter does not power on. A medical affairs specialist (mas) spoke to the patient's mother on december 19, 2006 and obtained the following information. On the morning of november 27, the patient felt dizzy, shaky, felt nauseous and experienced a headache. He attempted to test on his meter and the meter did not power on. He took his oral medication of metformin and then ate breakfast. He attempted to test all day and was unable to obtain a reading. He did not seek any medical attention and experienced symptoms all day. The following morning, his symptoms continued. He attempted to test again and the meter did not power on. He took his oral medication and ate breakfast. Around 11:00 am, he attempted to test again and the meter would not power on. The patient did not eat, drink or take any medication after attempting to use the meter. He went to the ER due to his symptoms getting worse and was tested on a hospital meter around 11:30 am and obtained a 536 mg/dl. The patient was treated with insulin and was in the ER for 1.5 hours. Prior to being released, his blood glucose reading was 121 mg/dl. Due to the power issue, the patient discarded the meter. The patient was able to test prior to november 27; however, mother does not recall the patient's blood glucose reading. Customer care advocate (cca) was unable to troubleshoot the meter with the patient. Cca sent the patient a replacement meter. No further clinical information was provided. The complaint is being reported because the patient had symptoms and was unable to test, sought medical attention, and was treated with insulin.

Manufacturer narrative:
Lot# and serial # information was not provided.